Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the diluent lines were swapped which he corrected. He replaced the ise reagents and primed them. The calibration and qc were then acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable ise indirect gen.2 potassium result for one patient sample from the cobas 8000 cobas ise module. The initial result was 4.1 and the repeat result was 4.7 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.